Manufacturer narrative:
Concomitant medical products: ihp09jb45, implanted: (B)(6) 2001.

Event description:
It was reported that there was chronic low impedance. The patient will be monitored monthly via remote monitoring transmissions. The lead remains in use and will be replaced at device change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was chronic low impedance. The patient will be monitored monthly via remote monitoring transmissions. The lead remains in use and will be replaced at device change out. No patient complications have been reported as a result of this event. On 2017-06-05 it was further reported that there was a ventricular lead warning . It was noted that there was high right ventricular (rv) lead threshold, low impedance, and noise oversensing was seen on electrogram (egm). The rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.